Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen and blood in the hub. The balloon was tightly folded. The hypotube shaft was completely separated 58cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no visible damage or irregularities in the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was used to dilate the lesion. However, the hypotube of the device ruptured.

Event description:
It was reported that shaft break occurred. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was used to dilate the lesion. However, the hypotube of the device ruptured.